Event description:
It was reported that during patient use, the unit will run about 5 minutes and stops. The patient was over 300 lbs. The customer checked the 3 batteries associated with this event for test cycles. The 3 batteries all had a manufacturing date of on 03/2012. The 1 battery had 6 cycles, the 2nd battery had 0 cycles and the 3rd battery had 5 cycles. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed if device is returned and investigation.